Event description:
The iab leaked. This was the only info available from the contact at the time of the initial report.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Device label code for f10. Postion 2: 1738. Device label code for f10. Postion 3: -. The iaab was received intact for eval with the balloon completely unfolded. Lab examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back presure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the lab. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: it was not possible to determine the cause of the reported difficulty based on the event description and examination. It is possible that the user perceived blood within the lumen as blood within the membrane. Blood noted entering the inner lumen during iab insertion is a normal occurrence and not a product defect. The inner lumen can be used to obtain an arterial waveform during iabp.